Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of 442mg/dl. Customer 's mother stated that they are pushing non caloric liquids and giving insulin more frequently during this time frame. Customer also stated that infusion set are pulled out. Insulin pump will not be return for analysis.